Event description:
Per the clinic, the patient experienced poor performance with device use. The device was explanted (B)(6), 2013; during the same surgery the patient was reimplanted with a new device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed april 10, 2014.